Event description:
Boston scientific received information that high out-of-range pacing impedance and high pacing threshold was observed on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Another system alert was also received on high out-of-range pacing impedance which confirmed that the issue is still ongoing. All other measurements were in range and no lead issue was suspected. The patient is not pacer dependent. As such, no revision was done and monitoring will just be continued. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.